Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data showed cs 052/054 alarms had recorded. A visual inspection of the pump indicated evidence of moisture behind the display lens. A battery compartment crack was observed. During testing, the pump powered on with a blank display. The audible tones and vibration alert functioned properly. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump. The complaint of a call service issue was not able to be investigated due to the blank display and internal moisture contamination.